Event description:
It was reported that during pre-op, system diagnostics was performed and there was high impedance. In the or, there was still high impedance even after the pin was removed, cleaned and reinserted. The surgeon proceeded to open and connect a new generator making sure there were no obstructions and pin was secured; however, there was still high impedance. It was confirmed system diagnostics was performed, pin was removed cleaned and reinserted but still high impedance. The lead site had not been opened. The surgeon then proceeded to inspect the lead in the generator pocket and there was a nick/kink on the lead body. No known surgery has occurred to date for the lead revision. No additional relevant information has been received to date.

Event description:
Additional information was received that the patient was in revision surgery and the surgeon indicated there was scar tissue on the old preventing the surgeon from removing the helices however a portion of the lead was removed leaving <2cm. Per hospital the revision took place, explanted products are sent to pathology and then discarded. No additional relevant information has been received to date.